Event description:
Pt reports when they injected medication needle was slightly bent when removed. No leakage of medication. Pt believes she received complete dose. Pt experienced pain with injection. Pt has older box of pen needles (in date) that did not have issues. She stated she did not feel it was the device but just the batch of needles she got because it was not happening with the last ones and she has more of the others so she is using those now fine. No other info provided. Indication -age-related osteoporosis without current pathological fracture. Device not available for return. No missed doses.